Event description:
On (B)(6) 2012, during a bone marrow biopsy procedure, the needle bent the first time it was used. It was also reported that two other similar cadence needle devices used during this procedure also bent when used for the first time. Three attempts have been made to receive add'l info about the incident, but none has been received to date. If further info is received, a supplemental report will be submitted.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirement. This was unintentional. This report is being filed after it was identified as non-compliant during an internal review of our complaint files. While the actual device was not returned for eval, the reported needle bent was confirmed by photographic evidence. The cause of he needle bent could not be determined from the photograph.